Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted due to sui and pop. It was reported that following insertion the patient experienced pain, erosion, extrusion, infection, urinary/bowel problems, fistulae, dyspareunia and vaginal scarring. It was reported that patient underwent on (B)(6) 2012 skin closure over approx 8cm area to cover protruding small bowel due to failure of mesh, severe wound infection, inferior fascial dehiscence, protrusion of small bowel, fungemia and severe pain. On (B)(6) 2012 patient underwent small bowel resection with primary anastomosis, removal of mesh prosthetic, appendectomy, exploratory laparatomy and lysis of adhesions due to failure of synthetic mesh erosion and extrusion. On (B)(6) 2013 patient underwent incisional hernia repair with mesh due to incisional ventral hernia s/p resection of her bowel and removal of mesh in (B)(6) 2012. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2012 and mesh were implanted. The patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.